Event description:
It was reported that a patient presented to the ER with multiple shocks. Upon interrogation, inappropriate shocks due to noise on the rv lead was noted. High impedance suggests possible lead fracture. X-ray image showed no clear fracture, but there was an acute turn at the proximal portion of the lead as it inserted into the header. X-rays were not obtainable. The patient was stable. The therapy was disabled upon interrogation. No further information.

Event description:
New information received indicates that the lead was capped and replaced without an adverse event. The patient was stable before, during and post-procedure.